Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed all of the insulin out of the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed one ¿no cartridge detected¿ and several ¿loss of prime¿ warnings with force equal to zero on the reported failure period. The pump powered on and displayed the verify screen. The pump was unable to detect the cartridge upon the first ¿load¿ attempt; the load step malfunction was duplicated during testing. During evaluation, the force sensor calibration could not be read. The pump was opened and no moisture corrosion was observed in the pump. The force sensor flex pins were found intact and secured to the printed circuit board. Further inspection revealed that a force sensor circuit component was misaligned on the printed circuit board.